Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reported an isolated event of false negative reaction obtained with 0.8% resolve panel a lot vra230 cell#3 exp 9/15/15. The patient had history of anti-e but it failed to react with cell 3 which was e+. Customer did not test the entire panel but chose selected r2r2 cell expecting it to react based on patient history. Customer tested other cells of this panel (cell numbers not provided) that were not positive for the e antigen, and ruled out other clinically significant antibodies.